Event description:
The user facility reported a 88-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on impella cp support and after the explant, the patient had a perforation and extravasation from the arteriotomy/sheath site. A covered stent was placed, but the extravasation worsened. A balloon tamponade was placed. The patient coded and was resuscitated. An echocardiogram was performed, and the ejection fraction had dropped to 20%. The patient coded again and expired in the operating room.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The pump and introducer set were returned and evaluated. No damage was found on the introducer hub, valve, sheath, or tip. There were no other abnormalities found. The repositioning sheath was not used in the field and therefore not evaluated. Data logs were not applicable for this investigation. The root cause of the vascular damage was use related because the complaint occurred after pump removal during closure. D9 date device returned to manufacturer added. Instructions for use: section: warnings and cautions: cautions: physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿. Caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12235: b2 date of patient death missing. B5 additional treatment of blood transfusion was missing from narrative. F6/f8-should have been left blank . G1 reporting contact fax number missing. H6 health effect - impact code codes 1802 and 4643 missing.

Event description:
2 units of blood products were administered as treatment.